Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash under the lifevest. The patient went to his doctor and was given penicillin. Follow-up indicated that the patient received an ICD and his skin irritation healed completely.